Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient in clinic for first follow-up post implant of device and leads on (B)(6) 2024. Atrial lead was found to undersense with values of 0.4 to 0.6mv. No capture seen on atrial lead. Chest x-ray determined the lead had dislodged. Atrial lead was turned off, and the device was turned to vdd 50 as some atrial sensing was seen. Single chamber ICD discrimination turned on. Atrial sensitivity turned to 25 percent upper threshold. Patient was stable. Lead remains implanted with plan to revise soon. Should additional information be received, this file will be updated.